Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the outcome and the root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided. This product is not approved in the united states. However, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states.

Event description:
It was reported that episode review was requested due to observed noise on the atrial and right ventricular (rv) channels which was reproduced when the patient pressed his hands together. A boston scientific technical services consultant noted oversensing on the atrial channel, which resulted in storage of an inappropriate atrial tachycardia response (atr) episode. The consultant noted far-field oversensing on the shock channel and informed the caller it is not uncommon to have movement artifact on the shock electrogram (egm). However, the insulation on the atrial lead could be damaged as it is not appropriate for a true bipolar lead to exhibit noise. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the outcome and the root cause for the reported event. No further details were available at this time. This investigation will be updated should further information be provided. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states. It was reported that no changes were made during follow up. The physician will continue to monitor the patient and move up the next follow up visit. No adverse patient effects were reported.

Event description:
It was reported that episode review was requested due to observed noise on the atrial and right ventricular (rv) channels which was reproduced when the patient pressed his hands together. A boston scientific technical services consultant noted oversensing on the atrial channel, which resulted in storage of an inappropriate atrial tachycardia response (atr) episode. The consultant noted far-field oversensing on the shock channel and informed the caller it is not uncommon to have movement artifact on the shock electrogram (egm). However, the insulation on the atrial lead could be damaged as it is not appropriate for a true bipolar lead to exhibit noise. The system remains in service and no adverse patient effects were reported.